Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported leak and shaft deformation was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was performed to treat a lesion in the lower extremity. During advancement of the 2.50x38mm rx esprit btk system the shaft kinked and the physician noted a tactile stickiness just before the esprit came out the introducer sheath. The esprit was advanced to the target lesion and was attempted to be deployed; however the balloon would not inflate after being pressurized to 9 atmospheres. When negative pressure was applied blood was noted to be coming back into the indeflator. The esprit btk was removed with no issues and the procedure was completed with ballooning. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use states: at any time during the use of the esprit btk system, if the hypotube has been bent or kinked, do not continue to use the catheter. In this case, it does not appear the instruction for use (IFU) deviation related to use after damage caused the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremity. During advancement of the 2.50x38mm rx esprit btk system the shaft kinked and the physician noted a tactile stickiness just before the esprit came out the introducer sheath. The esprit was advanced to the target lesion and was attempted to be deployed; however the balloon would not inflate after being pressurized to 9 atmospheres. When negative pressure was applied blood was noted to be coming back into the indeflator. The esprit btk was removed with no issues and the procedure was completed with ballooning. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - use after damage manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremity. During advancement of the 2.50x38mm rx esprit btk system the shaft kinked and the physician noted a tactile stickiness just before the esprit came out the introducer sheath. The esprit was advanced to the target lesion and was attempted to be deployed; however the balloon would not inflate after being pressurized to 9 atmospheres. When negative pressure was applied blood was noted to be coming back into the indeflator. The esprit btk was removed with no issues and the procedure was completed with ballooning. T here were no adverse patient effects nor clinical delay reported. No additional information was provided.